Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2026, the patient experienced low glucose readings on her cgm device, with intermittent periods where no readings were displayed. Based on the cgm readings the patient self-treated with sugar. She did not have a fingerstick at that time. Although the patient reported feeling physically fine, she had anxiety, and due to the timing of the event occurring in the middle of the night, her husband decided to bring her to the hospital since she couldn't take a bg reading to compare the readings. Upon arrival at the ER, the patient was administered a 1 mg glucagon injection; the patient couldn´t remember the reading but it was low. Before this, she had already eaten sugar. The cgm device was removed as advised by her doctor when she had sensor failure before and no cgm readings were available at the hospital. When at ER the fingerstick was 118 mg/dl and at that time the sensor was already removed on her body. The patient remained fine throughout the event. She stayed at the hospital for approximately three hours while waiting for blood test results before being discharged. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.